Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Inoperable keys were confirmed through eval. Eval found the column 4 keys to be inoperable. This condition was caused by a failed keypad. This failure mode does not provide any user opportunities to start an infusion. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functional testing, it was discovered a spectrum pump had an intermittent keypad response. The customer had reported that the device was "broken." There was no pt involvement.